Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported issue. A visual inspection confirmed the unit was in good condition. The power tray was installed in a vision side cart (vsc) and started up no error. The vsc was rebooted a of couple times with no issues. The power tray was tested on the pca test system with a vessel sealer instrument and experienced no issues. Ran power cycles ten times and all passed. The unit remained idle on the system for one hour with no error. Error 86 could not be reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative chest infection cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the ipd to resolve the issue. The system was tested and verified as ready for use. Isi has received the ipd for failure analysis investigation. However, as of the date of this report, the evaluation of the device has not been completed. A follow-up MDR will be submitted if additional information is obtained. A technical review was performed on the system logs for this event: "system booted up at 8:03 with no issues, at 8:36 all arms are moved for initial draping/ positioning for procedure. First incision and scope installed with no issues. System faulted with the first 86 error at 9:23 there was no attempt to recover. Customer pressed the power button instead of fault override. Customer repeated this action 3 more times until they went to the back of the vision tower and cycled the breaker. At approximately 10 minutes after 12pm the customer called in to tech support and the tse verified the error 86 via logs and informed the customer that the board reporting the error was 'faulty and has to be replaced.' The caller asked if they could 'safely continue' and the tse reiterated that 'the same error occurred 3 times and it may come back or not without prediction' as is standard procedure when a tse is faced with this question." The tse who took this call was contacted and additional information was obtained: "the customer call was received at about 10 minutes after 12 noon. This means that the customer experienced the error 4 times before docking to the patient and 1 additional time after 2 hours and 15 minutes in following mode." This event is being reported due to the following conclusion: it was reported that the patient experienced a chest infection after undergoing a da vinci-assisted procedure that required the patient be transferred to the intensive therapy unit, receive an arterial line insertion, IV antibiotics, and CPAP. The cause of the post-operative complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a nurse called intuitive surgical, inc. (Isi) technical support to report three non-recoverable errors. After receiving the errors the caller restarted the system via a hard power cycle. The isi technical support engineer (tse) found three error 86's in the system logs pointing to an intuitive surgical core power distribution (ipd) error. The site continued the procedure and the error did not return after the hard power cycle. The caller asked if the error would return and the tse said that it is possible that the same error may return during this procedure and that the surgeon needs to be aware of this risk. The procedure was continued as planned with no reported patient injury. On 29-sep-2021, isi contacted the nurse who initially reported this event and additional information was obtained about the complaint: the nurse reported that the procedure was converted to open surgery after they ended the call with the tse. The error 86 occurred three times in total. After the third error 86 occurrence, the surgeon was at the point in the procedure that they were going to start cutting vessels and did not want to risk the error coming back during this surgical task. On 29-sep-2021, isi contacted the initial reporter of this event via email and additional information was obtained about the complaint: it was reported that the procedure was uneventful once converted to open and the patient tolerated the conversion well. The procedure was completed via open procedure. The patient experienced a post-operative chest infection requiring a transfer to intensive care for about 48 hours post-surgery. The site reported: ¿risk of chest infection is probably higher due to conversion however at this time interval may have been prior colonization with this infection that flared up after surgery, difficult to say.¿ the patient was transferred to the intensive therapy unit and received an arterial line insertion, IV antibiotics, and CPAP. The customer reported that they received two non-recoverable error 86¿s during the set-up of this procedure. The errors stopped when they changed the camera, but the error returned several hours into the procedure when the third error 86 appeared. The site called technical support during this third error. The site reported that the procedure delay was inconvenient and increased anesthetic time, but caused no critical complications. It was reported that the patient was not on a cardio-pulmonary bypass and the procedure delay did not occur during a warm ischemia. On 11-oct-2021, isi contacted the nurse who initially reported this event and additional information was obtained about the complaint: when asked if any other surgeons at the site have recently encountered similar post-operative infections the reporter said that post-operative pneumonia is common after thoracic surgery and that it might be less common during robotic-assisted thoracic surgery. The nurse reported that this infection was in an early stage and was first noticed in the patient on (B)(6) 2021. The reporter said the patient may have had this infection prior to the procedure due to its early stage and because the lesion removed during the procedure proved to be pneumonia. However, the reporter said that the site cannot know for sure if the patient had the infection prior to the operation. The reporter said these kinds of infections are common with traditional laparoscopic procedures while less common with da vinci-assisted procedures. The bacteria that the blood cultures grew in were serratia. The site reportedly does not believe that a da vinci product caused/contributed to this infection. The patient received an IV of meropenem and po ciprofloxacin to treat this infection. The patient has reportedly been discharged home and is doing well. The site reported not having any changes in their cleaning or sterilization methods as of recent.